Event description:
It was reported that the fragmentation basket on the percutaneous thrombolytic device separated from the cable during use. Info from the user indicated that the graft was quite difficult with a tight loop. The basket was successfully retrieved and there were no patient complications.